Event description:
On 11th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, paint was peeling and cover was missing from suspension arm. According to the photographic evidence, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, paint was peeling and cover was missing from suspension arm. According to the photographic evidence, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective parts were replaced and device back to usage. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to paint peeling, rust and missing cover. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate, for rust is low and for missing part is very low. As also stated by the subject matter expert regarding to the missing part, the cause is probably a dismantling during maintenance because the part was damaged, moreover the fixing screw is present on the photographic evidence. To prevent any incident of missing part the powerled instruction for use "IFU 01581 en" mentions: "warning! Risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device". To ensure that the product used is compliant, various daily visual and functional inspections must be performed by trained personnel. It is recommended that records be kept of the results of these inspections, along with the date and signature of the person performing them. Check that the device has not suffered any impact damage. Check for any chipped or missing paint. Check that the suspension covers, including the one beneath the central shaft, are in the proper position and in good condition. A root cause analysis was performed by subject matter experts regarding to rust and paint peeling and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As also stated by the subject matter expert, the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. (IFU 01581 en 09, pages 17-18, 20-22) to reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. (IFU 01581 en 09, page 35, technical manual 01582en08, pages 253-259) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).